Manufacturer narrative:
Patient's identifier and weight were not provided. If the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.